Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/13/2025, it was reported by a sales representative via email that an ar-3740sp double loaded knotless knee fibertak anchor had the shaft of the anchor bent and broke off the tip of the anchor during insertion. The broken pieces were retrieved from the patient. The case was completed successfully using a new ar-3740sp double loaded knotless knee fibertak anchor. This was discovered during an acl reconstruction with let procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.